Event description:
It was reported that pump experienced malfunction with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections for backup insulin delivery, and technical support arranged replacement pump.